Event description:
Levophed IV piggyback drip hung at 15:59 to infuse at 56.2 ml/hr. Pump indicated IV infusing correctly, no alarms sounded to indicate upstream occlusions noted. IV bag discovered to still be full at 23:50 and no fluid dripping into drip chamber. Therefore patient recieved no medication for 8 hours. Tubing discoverd clamped off above pump which should have alarmed as an upstream occlusion.